Event description:
The patient underwent generator replacement surgery. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
It was reported in clinic notes that the patient had an increase in seizures, so the vns settings were increased. At a later appointment it was noted that the patient's increased seizures resolved. The patient was later referred for prophylactic replacement due to 11-25%. Per the physician's office, no further information regarding the increased seizures is available. No known surgical intervention has occurred to date. No additional relevant information has been received to date.